Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer failed due to the inseparable magnet separating from the plastic inseparable which was an older version. A field service engineer replaced it with a revised version. All drawer connections were disconnected and reconnected as a precaution. The debris was removed from the back of the machine, and the customer cleared any medication that had fallen behind. The unit¿s functionality was verified using the hardware test application, which also confirmed the initial failure prior to servicing. The engineer did general cleaning and inspection on the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4 failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.